Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 13, 2023, the mentor failure analysis lab received the device for evaluation. On november 17, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view. In addition, a tear was found within a crease/fold, measuring approximately 0.2 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 24, 2023, the following information has been updated on this form: date of adverse event: september 15, 2023 under field b3. Brand name under b1 is "mentor smooth round moderate profile". Catalog number under d4 has been updated to "3501660". Lot number under field d4 has been updated to "5927957." Serial number under field d4 has been updated to "(B)(6)." Date of implant under field d6a to (B)(6) 2013. Date of explant under field d6b to (B)(6) 2023. Replacement devices used were catalog number 3506004bc; serial number (B)(6) on the left side, and catalog number 3506004bc; serial number (B)(6) on the right side. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old black/caucasian female patient underwent revision breast augmentation with unknown size unknown saline implants smooth and experienced breast implant deflation on her right side postoperatively. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).